Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 3-apr-2023: the event occurred during preventive maintenance. Event date was updated from unknown to 1-jan-2023. No patient involvement.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer was leaking from the seams of the device. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received noting the enclosure was in good condition. While performing visual inspection it was found that the return tube was cracked and leaking water. The water was running down the return tube and then down the back panel to where it was leaking from. No fluid ingression or visual water drops on printed circuit board (pcb). The complaint is confirmed. The root cause was due to a design issue with return tube. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. Actions taken; replaced the cracked return tube. Replaced the o-rings and fan guard per preventative maintenance (pm), device passed all functional tests.